Manufacturer narrative:
The serial number of the device was requested but has not been provided, therefore, the manufacture date, approximate age of device, and device unique identifier (UDI) are unknown. It was reported that an autopsy would not be performed and that the pump would not returning for analysis. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016 due to a subarachnoid hemorrhage. The patient had a left frontal parenchymal hemorrhage with layering blood products, a subarachnoid hemorrhage in the left sylvian fissure, and scattered left frontal sulci. The patient was on heparin gtt prior to the bleeds being observed on CT scan. The patient¿s partial thromboplastin time goal was 65-80 seconds. Anticoagulation was reversed per neuro recs. The patient had persistent leukocytosis but no growth was seen on blood or sputum cultures. The patient had been treated empirically with zosyn. The vad coordinator reported that the death was not attributed to the lvad and that the lvad functioned as intended.

Manufacturer narrative:
A correlation between the device and the report of a subarachnoid hemorrhage could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 32 days. A review of the device history records revealed the device met applicable specifications. The manufacturer has closed the file on this event.